Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok keypad button was under responsive and there was moisture observed in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: during investigation, the keypad rubber was undamaged and all buttons responded properly. The allegation of tactile/changes was unable to be duplicated. The keypad was removed to find no contamination or damage to the button contacts. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due a battery compartment leak. The pump cover was removed to find moisture corrosion to the keypad circuit and printed circuit board.